Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient reported experiencing ongoing hip and groin pain approximately nine years post-implantation of a hip arthroplasty. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). Concomitant products: m2a magnum acetabular cup catalog#: us157848 lot#: 067750, taperloc femoral stem catalog#: 11-103201 lot#: 634510, m2a magnum taper adapter catalog#: 139252 lot#: 330970. It has been indicated that the product will not be returned to zimmer biomet, as it remains implanted. DHR was reviewed and no discrepancies were found. The reported event was unable to be confirmed and root cause was unable to be determined, as the device was not returned for evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
Patient reported experiencing ongoing hip and groin pain approximately nine years post-implantation of a hip arthroplasty. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. It was reported in medical records the onset of bilateral femoral pain began approximately 16 months post-implantation. Furthermore, it was reported patient underwent physical therapy due to pain, tendonitis and bursitis. Patient also underwent a radiofrequency neurotomy procedure due to back and thigh pain approximately 22 months post-implantation. No additional patient consequences were reported.